Manufacturer narrative:
Further analysis of the analyzer's qc data and the error log files showed that the analyzer's performance was within specifications. The investigation determined the event was consistent with a preanalytic issue at the customer site (particle in the patient sample). Preanalytic's are within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas integra 400 plus w/o ise is (B)(6) . The investigation reviewed the calibrations from (B)(6) 2024 to (B)(6) 2024 and the results were within specifications. The investigation reviewed the qc data from (B)(6) 2024 to (B)(6) 2024; the qc recovery was not stable and out of the -2 standard deviation (sd) range on (B)(6) 2024 but within the +/- 2 sd range on the date of event. The investigation reviewed the customer's handling of patient samples. The clotting time was 10-15 minutes. The patient sample was centrifuged for 10 minutes at 3500 rpm. A very small white particle was found in the patient sample. The investigation reviewed the precision check and the result was within specifications. The investigation reviewed the alarm trace from (B)(6) 2024 to (B)(6) 2024. The trace showed several "no fluid was detected" & "clot was detected" alarms. The investigation ruled out a general reagent problem because the calibration and qc were acceptable on (B)(6) 2024 and (B)(6) 2024. The investigation is ongoing.

Event description:
The initial reporter received a questionable iron2 iron gen.2 result from one patient sample tested on the cobas integra 400 plus w/o ise. On (B)(6) 2024: the initial result was 0.7 ug/dl. On (B)(6) 2024 or (B)(6) 2024: the repeat result was 9.8 ug/dl. The repeat result was reported as it met the clinical presentation of the patient.